Manufacturer narrative:
11/26/25 evaluation tech: (B)(4). W4e water sol, iso valve clogged. Debris buildup in the water solenoid, debris buildup in the water supply hose. No purge operation due to malfunction with the overlay assembly. Debris buildup in the handpiece cable restricting water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece, foot pedal received for evaluation and did not add to estimate, cannot rule not an issue. Hpc-01210.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136, they allege that the handpiece and inserts are heating up no injury was reported from the alleged event.